Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that therapy had stopped due to a power on reset (por) message. It was unknown if it was related to an overdischarge. The patient was trying to recharge the implant when the informational por appeared on the recharger. Troubleshooting was able to clear the por successfully with the programmer and the patient was able to restart the recharging session on the recharger. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.